Event description:
Add'l info rec'd from rptr 12/18/01: some testing was conducted on the water by a private lab.

Event description:
Oxygen bubble humidifier bottle exhibits cloudy water (chemical cloud) when distilled water is used in bottle and bottle is run on multiple concentrators or liquid o2 tanks at 4-6 liters/min for 12 hours or more or continuous. Six (6) bottles in controlled testing on home health care equipment (all) exhibit anomaly; bottle has a (fogged) finish and it is impossible to see the water when in use. Must pour out into clear container.